Event description:
Additional information was provided that indicates that the patient underwent an extraction procedure and this product was removed from service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system that was to be revised in the future due to infection. It was also reported that the device had migrated down the patient's chest. There were no additional adverse effects reported. This product remains in-service.